Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed but revealed no anomalies. Rv insulation damage was suspected, although it was not confirmed. No further intervention was performed. The patient was in stable condition and will continue to be monitored.